Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a total vaginal hysterectomy procedure, the device closed down and would not let go of the tissue. The device sealed and did not cut then had to be cut from tissue with a blade. A competitor's device was used to complete the procedure. No adverse consequences reported. It is unknown at this time if a device is available for return.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
Additional information from call with surgeon: procedure was 6-8 hours long. Surgeon said that during the case, the knife became dull and the device became ineffective. The device became stuck on tissue and it required two hands to remove the device from the tissue. He did not need to cut the device out to remove. Two weeks post-op, the patient had a rapid drop in hemoglobin and required 4-5 units. The bleed was to be a venous bleed and the surgeon was unsure if it came from a site where the device was used. Surgeon does not think the post op bleed is related to device because absorbable sutures are gone in 5 days with no bleeding. The surgeon also noted that a positive margin was found in the specimen sent to pathology which may have also been a potential source of bleeding.